Event description:
Caller reported that a pump malfunction occurred, displaying a software error. It was not indicated if there was any adverse impact on the customer¿s blood glucose level, as this information was unknown. Customer was assisted by technical support to reset the pump and advised that after the reset, the malfunction did not recur. Customer was instructed to continue using the pump and to contact support if any further issues arise.